Event description:
Pt had a left knee injection of orthovisc (B)(6) 2012. Pt had soreness and pain that evening which increased throughout the next two days and could not walk without assistance (cane and walker). Pt went to her physician on (B)(6) 2012, and prescribed voltaren cream. The pt stated that on (B)(6) 2012, she suffered from a life threatening reaction, she could not breathe and suffered dizziness, nausea, severe fatigue, fever, clammy, and was sweating perfidiously. Pt saw her primary care doctor and was admitted into the hosp with septic shock syndrome and received an IV of antibiotics. The infectious disease specialist treated the pt with cocktail mixtures. Pt had knee surgery, date unk, physical therapy and loss of work. Pt stated she still has fallouts i.e. Progressive loss of hearing, severe fatigue, elevated thyroid stimulating hormone (ths), etc. Updated (B)(6) 2012: the pt stated she was diagnosed with "left knee sepsis" and her knee was drained. The pt suffers from autoimmune disease and has lupus and sjogren's syndrome and has been on many medications prior to the orthovisc injection but most recently was prescribed methotrexate by primary care (endocrinologist) for pain.

Manufacturer narrative:
Updated (B)(4) 2012: the pt stated she is doing "good" and she stated she received a hearing aid in both ears due to the IV antibiotics. The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.